Manufacturer narrative:
The returned device was inspected by olympus and the customer's complaint was not confirmed. The tissue pad in the grasping section was torn with no missing part. There was a mark in the probe which came in contact with the non-insulated area of grasping section and was abraded against it. There was also a mark in the non-insulated area of grasping section which came in contact with the probe and was abraded against it. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A distributor notified olympus on behalf of the customer there was "partial detachment of the insulating part of either branch" on the thunderbeat device. The issue was found during a therapeutic procedure. There was no report of patient harm. Attempts to obtain additional information were completed, but the customer did not respond.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the past investigations, the wearing of the tissue pad is likely occurred by the following mechanism: - the tissue pad was worn away because no tissue was being grasped between the grasping section and the probe tip when the device was activated output in seal & cut mode for/after a transection of tissue. The following are the instructions for use which state: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation". Olympus will continue to monitor field performance for this device.